Manufacturer narrative:
The monitor was returned to spacelabs healthcare for further evaluation. The equipment service center technician reported that the device would no longer boot up due to a faulty cpu pcba. The technician also noted burnt components on the monitor docking pcba. After replacement, proper device operation was observed through functional and performance testing and the device was returned to the customer. The monitor had a faulty cpu pcba and burnt components on the docking pcba, however it was not determined if the two failures were related.

Event description:
The customer reported that while in use, the qube bedside monitor would reboot itself and they believed the device was overheating due to a burning smell. There was no patient or user harm associated with this event.